Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having long treatments durations. The patient discontinued treatment during cycle 8 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4814 ml during drain 8 of the treatment. This drain volume is 210% the patient's prescribed fill volume of 2295 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient's cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the symptoms resolved after the patient drained out 4814 ml. The pdrn stated that the patient has started with hemodialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having long treatments durations. The patient discontinued treatment during cycle 8 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4814 ml during drain 8 of the treatment. This drain volume is 210% the patient's prescribed fill volume of 2295 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient's cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the symptoms resolved after the patient drained out 4814 ml. The pdrn stated that the patient has started with hemodialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having long treatments durations. The patient discontinued treatment during cycle 8 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4814 ml during drain 8 of the treatment. This drain volume is 210% the patient's prescribed fill volume of 2295 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient's cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the symptoms resolved after the patient drained out 4814 ml. The pdrn stated that the patient has started with hemodialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5, h6.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having long treatments durations. The patient discontinued treatment during cycle 8 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4814 ml during drain 8 of the treatment. This drain volume is 210% the patient's prescribed fill volume of 2295 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did experience chest pain and shortness of breath as a result of the reported event. The pdrn stated that the symptoms resolved after the patient drained out 4814 ml. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the patient has started with hemodialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.